Event description:
Subsequent to filing the initial report, the following additional information was received: the leak came from the balloon. Resistance was noted during advancement over a non-abbott guide wire due to a kink in the proximal end of the guide wire. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture, inflation problem and material deformation; however, the reported difficult to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10 - device available for evaluation changed from yes to no. H6 removed device code 1354.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a saphenous vein graft. The 4.0x28mm xience sierra balloon did not inflate properly as the device was losing pressure and subsequently, the stent was dog-boned after deployment. Blood was noted in the indeflator during deflation although the location of the leak was not identified. The stent was removed using a snare device. The lesion was treated with plain old balloon angioplasty. There was no adverse patient sequela reported. No additional information was provided.